Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that during testing their device emit a loud bang and flash came out of the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that during testing their device emit a loud bang and flash came out of the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h6 device code grid of follow-up MDR indicates: sparking section h6 device code grid of follow-up MDR should indicate: sparking, electrical/electronic problem identified. Section h6 results code grid of follow-up MDR indicates: electrical/electronic problem identified. Section h6 results code grid of follow-up MDR should indicate: operational problem identified.

Manufacturer narrative:
Heatsine evaluated the device and was able to verify the reported issue. It was observed charring and damage to the patient side pogo-pins. It is possible that the bang and flash reported by the customer had originated at the patient pogo-pins during this shock. However, it is unclear if this was caused by an incorrect test setup, a fault on the defibrillator analyser at medx5 or an existing fault on the pogo-pins or how it relates to the high voltage breakdown of the discharge circuitry, as the device performed to specification after replacing q11, q14 and q13. A conclusive root cause could not be determined. The customer received a replacement device and the customer 'device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that during testing their device emit a loud bang and flash came out of the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.